Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. The customer was unable to confirm if the pump was fully functional. Reportedly, the touch screen was shattered because the pump was accidentally dropped. The customer's blood glucose level was 158 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.